Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter telephone number: (B)(6). Review of the most recent repair record determined the comb was blunt and was replaced and device recalibrated and ratchet lubricated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the mesher is damaged; the cutting barrel is blunt. Occurred during surgery, but there was no procedure delay or harm/injury and no additional graft needed. Evaluation later found that the comb was damaged and blunt as well. No adverse events were reported as a result of this malfunction.